Event description:
The 10cc berlin pump may have defect. Pump was prepped for implantation in the usual fashion. After approximately 1 hr of support, dr thought that the membrane of the pump may be ruptured. An additional pump was primed and the problem pump was replaced. Rvad support was off for less than 30 seconds the faulty device is being prepared for shipping back to berlin heart. We do plan on returning it as soon as possible. Our team does not encounter problems like this frequently. We have maybe seen it 1 other time in the last 10 years. The surgical technique really doesn¿t affect the performance of the berlin pumps.

Event description:
The 10cc berlin pump may have defect. Pump was prepped for implantation in the usual fashion. After approximately 1 hr of support, dr thought that the membrane of the pump may be ruptured. An additional pump was primed and the problem pump was replaced. Rvad support was off for less than 30 seconds.